Manufacturer narrative:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of cigarette smoking, anemia, anxiety, premature ventricular contractions, a transient ischemic attack, and an aneurysm of the cavernous portion of the left internal carotid artery (l-ica) experienced an adverse event. The aneurysm was located in the left hemisphere c4 sidewall, was unruptured, and had a saccular morphology with a maximum diameter of 3.4 millimeters and a neck diameter of 3.0 mm. The pipeline flex shield device was implanted, with a distal landing zone artery size of 3.3 millimeters and a proximal size of 3.4 mm. It was noted that during a one-year follow-up, the raymond and roy classification was reported as class 3, whereas it was previously reported as class 1 at a six-month cta imaging follow-up. The site was queried to confirm the class 3 status. The device remained implanted with complete wall apposition, and no device deficiencies or adverse events were reported. The patient had no symptoms, and the modified rankin score (mrs) was 0 at one year. The patient outcome was reported as alive with no injury. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Event description:
It was reported that a patient with a history of cigarette smoking, anemia, anxiety, premature ventricular contractions, a transient ischemic attack, and an aneurysm of the cavernous portion of the left internal carotid artery experienced an adverse event of anesthesia during a c-section. The aneurysm was located in the left hemisphere c4 sidewall, was unruptured, and had a saccular morphology with a maximum diameter of 3.4 millimeters and a neck diameter of 3.0 millimeters. The pipeline flex shield device was implanted, with a distal landing zone artery size of 3.3 millimeters and a proximal size of 3.4 millimeters. It was noted that during a one-year follow-up, the raymond and roy classification was reported as class 3, whereas it was previously reported as class 1 at a six-month cta imaging follow-up. The site was queried to confirm the class 3 status. The device remained implanted with complete wall apposition, and no device deficiencies or adverse events were reported. The patient had no symptoms, and the modified rankin score was 0 at one year. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.